Manufacturer narrative:
The returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There was a separation of the hypotube 20.7cm from the strain relief. There were numerous kinks. There was contrast in the inflation lumen. The balloon was tightly folded with blood and contrast in the balloon folds. There was tip damage to the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal to mid left anterior descending artery. A 2.00mm x 30mm emerge balloon catheter was introduced for dilatation. However, as the device was being advanced into the lesion, the shaft broke outside the patient at approximately 6 inches from the hub. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal to mid left anterior descending artery. A 2.00mm x 30mm emerge balloon catheter was introduced for dilatation. However, as the device was being advanced into the lesion, the shaft broke outside the patient at approximately 6 inches from the hub. The device was removed and the procedure was completed with a different device. No patient complications were reported.